Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling during bolus. Customer replaced the battery and the device alarmed button error. Customer's blood glucose is 136 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and cracked case near the display window corners. No button error alarms noted. All the buttons function properly. However, moisture damage was noted on the keypad traces. No ramping numbers noted on the display.